Manufacturer narrative:
Results: the px slim delivery microcatheter (px slim) was kinked approximately 13.0 cm from the hub. The px slim was inserted into a 5f demonstration catheter and advanced. Extreme resistance was met upon attempting to advance the most proximal 13.0 cm of the px slim into the catheter, and the px slim could not be fully advanced. Conclusions: evaluation of the returned device revealed it was kinked. This type of damage typically occurs due to improper handling during use. If the px slim is manipulated forcefully during removal from the packing or positioning within a catheter, damage such as this may occur. The selecon balloon catheter mentioned in the complaint was not returned for evaluation. Px slim devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter (px slim). During the procedure, the physician met resistance while advancing the px slim through another manufacturer's balloon catheter and it was removed. The procedure was completed using a new px slim. There was no report of an adverse effect to the patient.